Event description:
The pt received an scs system, including an ipg, on (B)(6) 2009. The pt reported discomfort at the ipg pocket. In addition, the pt believes her ipg may have migrated from the original implant site and/or position. The pt is working to establish a physician and will meet with the physician at a later date. No add'l info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.